Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204, damaged monitor case, can connection status) has been confirmed. Upon investigation the monitor failed a therapy electrode falloff test and was unable to communicate with an electrode belt. The monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging wires within the receptacle, causing the connector to be loose from the j1001 connector on the ca board. The root cause for the damaged receptacle was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor displayed a service code 204 (belt/monitor unusable).